Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set broke off and remained in the patient's body. On (B)(6) 2015, the patient's blood glucose level was "over 21 mmol/l." The customer's parents changed the infusion set and noticed the cannula broke off. On (B)(6) 2015, the patient was taken to the hospital. At the hospital, the cannula was surgically removed. The patient was in the hospital from (B)(6) 2015. Return of the suspect device was requested for evaluation.